Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing numbers: 3006705815-2021-00299. It was reported that the patient is experiencing high impedances on both leads. In turn, surgical intervention may be pending to address the issue.

Event description:
Additional information was received that the physician discovered evidence of lead fracture. As a result, surgery occurred to explant and replace the leads, which resolved the issue. The patient was reprogrammed post-operatively.